Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had a system overheating. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter), g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, conclusion), h11. Safety disc, compressor, vacuum/pressure filter. Battery and pm screw kit replacement for alarm daughterboard performed. Equipment calibration will be performed (including replacement of o-rings). Overall inspection results are good. The system previously experienced overheating, which may be due to compressor wear. This was observed and is thought to have occurred in conjunction with the patient's pulse fluctuations.